Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was broken easier than usual during use. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/16/2020. A manufacturing record evaluation was performed for the finished device batch pch408, ep8735h19 and no non-conformances were identified.